Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ pre-activated in the package. The following information was provided by the initial reporter: the safety device was already activated when the package was opened. However, the plunger rod was inserted by the nurse anyway, as she didn't notice it at first.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps

Event description:
It was reported that the bd ultrasafe plus¿ pre-activated in the package. The following information was provided by the initial reporter: the safety device was already activated when the package was opened. However, the plunger rod was inserted by the nurse anyway, as she didn't notice it at first.